Manufacturer narrative:
Retainer ring = black device received with constant critical pump error (open book image) after battery insertion. The crest software was utilized and successful, however the history download was unsuccessful since unit could not get into the join network screen. Swapped with a test electrical board 1 with the device still in constant critical pump error and the unit was unable to get into the join network screen. Unable to verify pump error 35 alarms during testing or in the history, unable to verify frozen screen anomalies and unable to verify keypad unresponsive/button error alarms due to critical pump error. Critical pump error due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. No moisture damage on keypad traces noted during visual inspection. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, missing end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Corroded force sensor assembly and moisture damage on motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer stated had a frozen display. Customer stated not able clear the alarms. Customer had issue with keypad and buttons were not responding after changing battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.